Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) replaced a solenoid valve and rinse tubing, adjusted the sample and reagent probes, and performed a precision check and instrument check successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1 had an initial result of 6.56 mg/dl. The repeat result was 9.09 mg/dl. Sample 2 had an initial result of 6.88 mg/dl. The repeat result was 8.34 mg/dl.